Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. Treatment information was not provided. The device was originally reported for hazard alarm during operation.

Manufacturer narrative:
The download data confirmed that an 0x40 alarm was generated, indicating rotational sensor maximum open count exceeded. The data shows that near the end of runtime, the rotational sensor failed to transition from closed to open while the pulse width values remained steady. Fluid path testing found fluid leaked from a tear in the unexposed portion of the soft cannula. Evidence of fluid ingress was observed on several internal components including the commutator cap. The investigation determined that the tear in the unexposed portion of the soft cannula resulted in fluid contact in the rotational sensor assembly and the failure of the rotational sensor to transition, which caused the generation of the 0x40 alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone17.2 cgm sensor type: g6